Manufacturer narrative:
Philips service re-seated the dvi converter and reworked the cat6 cable. Follow-up was identified as required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the live monitor intermittently blanked during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.